Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that the unit is not alarming.

Manufacturer narrative:
The device was evaluated by the returns department which found that the 4-way valve is contaminated. No alarm was not confirmed as only the 4-way valve was returned.

Event description:
The dealer states that the unit is not alarming.